Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Progress notes indicate she was having increased pain. X-ray showed component out of place. Finding during procedure were tibia and talus components well fixed. Did poly exchange.

Manufacturer narrative:
Evaluation of the complaint revealed the sliding core uhmpwe, 8mm to be the subject product. No further associated products were reported. A review of the device history records revealed no discrepancies. Deficiency in material or manufacturing was not found. The affected sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a patient had been treated with star sometime in 2002 due to an ankle arthritis. In (B)(6) 2016 the patient presented to the hospital for re-evaluation. She stated to be doing well until recently when she started having increased pain. The attending physician assumed the poly component to be dislocated. The patient was revised on may 02, 2016. The worn sliding core was removed and replaced by a new one. The tibial- and the talar component were also examined during the revision surgery and were identified to be well fixed. Wear or fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and especially depending on the implant alignment, a polyethylene wear / fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿. The returned sliding core was found to be significantly worn. The item featured a talar wear scar (significant abrasive wear and deformation) adjacent to the keel-trough, which was produced by the contact with the talar component articulating with the bearing surface as opposed to the trough. The sliding core was furthermore significantly damaged at the lateral edge. Material was torn off. The provided x-rays indicated the tibial component to be being not parallel (aligned) to the talar component, which had led to an eccentrically loading of the sliding core. That is consistent with the observed surface damage at the keel-trough / the lateral edge and also consistent with the reported pain. Based on the above information the significant wear of the sliding core was not related to a deficiency of the device, but was rather caused by an eccentric loading of the (misaligned / dislocated) poly component after an implantation period of more than 13 years. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
Progress notes indicate she was having increased pain. X-ray showed component out of place. Finding during procedure were tibia and talus components well fixed. Did poly exchange.